Manufacturer narrative:
Visual inspection performed by r&d project manager the performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. Addiitonal info reproted in this fu: - device returned on 27 november 2023 -visual inspection.

Event description:
On removal of the trial assembly, the anti-rotational insert of the trial offset came out. As a result, the offet trial and the stem were blocked in the intramedullary canal. There were 20 minutes of delay in the surgery due to this event.

Manufacturer narrative:
Batch review performed on 31 october 2023: lot 2259675: 27 items manufactured and released on 05-apr-2023. No anomalies found related to the problem. To date, 2 similar events has been reported on the same lot during the period of review. Preliminary investigation: the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction from the bone of the system consisting of extension stem, trial offset and trial keel assembly, the elastic clipping of the threaded insert of the trial offset was unable to withstand the blows done for extraction and disengaged from the trial offset body itself.